Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered ineffective shocks. Technical services (ts) reviewed the reports and noted an episode where the patient went into ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was delivered, which was ineffective. The first shock accelerated that patient's rhythm from vt to ventricular fibrillation (vf). The subsequent shocks did not convert the rhythm. Ts review other episodes where shocks were effective or the rhythm self-terminated. Ts explained device expectation of defibrillation and recommended following actions. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was reprogrammed. A defibrillation threshold (dft) test was also conducted and determined the shock impedance were within range. The device remains in use. No additional adverse patient effects were reported.